Event description:
During setup of a new infusion, the nurse selected "heparin" from the pump's drug library, but entered 700 ml/hr rate instead of 700 units/hr dose (equivalent to 7 ml/hr). The result was an infusion of 25000 units in just 19 minutes.this rate setting should have been disallowed by the pump, since our drug library specifies a hard high limit of 5000 units/hr (50 ml/hr) for heparin. Normally the drug library is entered by pressing the pump's clear button, then responding 'yes' to the question about the drug library. However, if the pump is resting in a rate/volume display, the user can scroll downward to the special functions menu, select "drug library" and the desired drug from there, then select not to use pre-set settings, and the pump will allow any rate/volume to be entered, regardless of drug library limits.manufacturer stated that "drug library" within the special functions menu is intended primarily for labeling an infusion with a medication name and not necessarily controlling it via the drug library. Different manufacturer representatives have agreed that this option needs to be renamed, modified, or removed in the next software version.this was a recovering trauma patient. After the overinfusion was discovered, the patient was given protamine and phenylepherine. The patient was transferred to a critical care unit for closer observation due to a previous head bleed. A CT-scan confirmed that head bleed had not progressed any further. No other consequences. Patient was subsequently discharged from the critical care unit.